Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: enlargement of incision h6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced poor fixation which caused incision expansion. The lens was implanted & removed intraoperatively. A replacement lens implanted at a later date & problem resolved. Cause of the event listed as patient related factor.